Event description:
The customer contact reported a separation. The tubing set was connected to an unspecified arterial catheter and was being used to deliver an unspecified volume of an unspecified solution. The customer contact reported that after the therapy was started, the nurse noted a drop of the unspecified solution at the proximal y-site. At that time, the nurse moved the tubing set and noted the tubing had separated from the arm of the proximal y-site. An unspecified volume of blood that was described as "a very small amount" backed up in the tubing. The tubing set was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. No. (B)(4).